Event description:
It was reported that bd nexiva sp with maxzero leaked at the septum. 20g IV bd nexiva started on a patient and blood started leaking at the end of the catheter patient harm: emotional distress or inconvenience.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.